Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called stating that her insulin pump is alarming button error. Customer's blood glucose level is 145 mg/dl. She said that when she tried to bolus, the numbers on the screen started to scroll up on its own. She changed the battery and the device alarmed button error. The buttons are not responding. Customer stated that the device was not exposed to moisture. Customer was advised that the device needs to be replaced, and to discontinue its use and revert to a back up plan. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during testing. No unexpected numbers scrolling during testing. Cracked case at the display window corner, cracked resrvoir tube lip, minor scratched lcd window, missing end cap sticker and cracked battery tube threads noted.